Event description:
Information received by medtronic indicated that the customer reported the insulin pump screen was getting really dim. Also stated that the customer was unable to read the screen no further details were provided. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The insulin pump will not be returned for analysis.